Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, intra-operatively, the device had broken thread. The loop was broke while closing the skin. Another device was used to complete the procedure. No patient injury has been noted.